Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
During study procedure, the subject device retriever was used to remove the proximal face of clot, left middle cerebral artery (mca) m1 segment. Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 24 and mrs (modified rankin score) of 0. It was reported that the ent (embolization to new territory) occurred in the a2 segment of the anterior cerebral artery (aca; therefore, the second pass of thrombectomy was performed to treat ent. There were no serious adverse event or neurological deterioration reported due to the ent. The event was resolved, and the procedure was completed successfully. 24 hours post procedure, the patient¿s neurological assessment showed tici of 3. The patient was discharged on day 5-7 with nihss of 4. No other information was provided.

Manufacturer narrative:
Section b5 executive summary: updated . Section d lot #: updated (from unknown to 0000028082). D4 expiration date - added. H4 manufacturing date ¿ added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released.the subject device was not returned, therefore physical and functional tests could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that embolization to new territory (ent) occurred from mca-m1 to aca-a2 and medical intervention (2nd pass of thrombectomy) was required to treat the ent. Additional information provided by the customer indicated that the device was confirmed to be in good condition post unpacking and preparation and was prepared as per the dfu, there was no allegation against the subject device, and in spite of the ent the procedure was completed successfully (tici 3 achieved). In the physician's opinion, the cause of the ent was procedure related (tortuous anatomy and distal occlusion in m2/m3). The reported 'patient embolus' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
During study procedure, the subject device retriever was used to remove the proximal face of clot, left middle cerebral artery (mca) m1 segment. Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 24 and mrs (modified rankin score) of 0. It was reported that the ent (embolization to new territory) occurred in the a2 segment of the anterior cerebral artery (aca; therefore, the second pass of thrombectomy was performed to treat ent. There were no serious adverse event or neurological deterioration reported due to the ent. The event was resolved, and the procedure was completed successfully. 24 hours post procedure, the patient¿s neurological assessment showed tici of 3. The patient was discharged on day 5-7 with nihss of 4. No other information was provided. Update information: MDR - received additional information on 10-dec-2020 indicated that the procedure was successfully completed with tici of 3. Based on physician¿s opinion the tortuous anatomy and distal occlusion (m2/m3) were difficulty during the procedure that could have contributed to the ent. The patient is on a rehab facility with mrs (modified rankin score) of 5.